Event description:
A customer reported that a system shut down before a procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative pressed and secured a loose ac cord connector on the back side of the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 26, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose ac cord connector. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).